Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received unspecified error as well as screen was really dark. Customer¿s blood glucose level was unknown. Customer also stated that the unexplained no delivery alarms. Customer troubleshooting was declined. The insulin pump will not be returned for analysis.